Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's retracting power of the line cord was not sufficient, the threaded sockets of the receptacle ac plug have come loose from the plastic, and the iabp didn't charge one of the two li-ion batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information - name:(B)(6), occupation:biomedical engineer. A getinge field service engineer (fse) saw the retracting power of the line cord was not sufficient. Replaced the line cord assembly and the socket. Cardiosave didn't charge one of the two li-ion batteries, replaced the power management board. Performed preventive maintenance and all functional checks and safety check, repair done. The defective components were received for further investigation. This is a 3 part complaint, but receptacle ac plug, was missing or not sent by the technician. Parts are tested together and then individually (if they are not broken or damaged). 1-the following investigation was performed by (B)(6), technician of the failure analysis and testing department (B)(6) 12 mar 2024. The failure analysis and testing department inspected a reel ac power cord, cee 7/7 type e/f and observed the reel ac power cord was stuck/broken, it looks like the retracting mechanism is damage (see pics). No further test can be done due to the stuck/broken power cord. Retaining the reel ac power cord in the failure analysis and testing department per procedure (B)(4) rev aq. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.2-the following investigation was performed by (B)(6), technician of the failure analysis and testing department (B)(6) 12 mar 2024. The failure analysis and testing department received a power management board with a reported of the ¿unit would not charge batteries¿. Performed visual inspection of power management board per the cardiosave service manual and found no visual damage. Installed into the cardiosave test fixture. Performed and tested in accordance with procedure number (B)(4) rev e and the cardiosave service manual p/n 0070-00-0639 rev r. The tests(30 minutes) were able to trigger the reported problem. The ac power source is not charging the batteries, looks like is some malfunction in the circuit board. The failure analysis and testing department was able to replicate the failure experienced by the customer. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the power management board in the failure analysis and testing department per procedure number (B)(4) rev aq. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.